Manufacturer narrative:
Product ID: 3889-28, lot# va0w505, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type : lead. (B)(4).

Event description:
A manufacturer representative (rep) reported all devices were removed due to an infection. The date was not known. Additional information from a rep reported they have no information was on the previously explanted system. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.